Event description:
The customer reported that while the iabp was in use on a patient; during transport, the iabp generated a "fault code #66" alarm (safety vent failure) and shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the main pcb (part number: (B)(4)). The iabp was tested to factory specification. It functioned normally and was returned to the customer.